Event description:
Caller reported a malfunction on the pump, identified as malf 16, with a fault ID of 0x20e6. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer opted for multiple daily injections (mdi) as a backup therapy. Tandem technical support arranged to send a replacement pump with updated software, provided training instructions, and guided the caller on returning the faulty pump.